Event description:
It was reported that following the left ventricular assist device (lvad) implant surgery on (B)(6) 2023, the patient was started on anticoagulation medication and intermittent hematuria was noted. During observation, the patient experienced abdominal pain and an abdominal computed tomography (CT) scan was conducted on (B)(6) 2023 which revealed a spontaneous suburothelia hemorrhage. This was followed by multiple systemic and internal hemorrhages. As a result, the patient¿s anticoagulation medication was discontinued; however, the hematuria continued intermittently. The patient¿s condition continued to deteriorate to the point where they were unable to eat solid food, necessitating the insertion of a nasogastric tube (l-tube); however, maintaining the l-tube became difficult and on (B)(6) 2023, the patient underwent a feeding jejunostomy surgery. Following this procedure, the patient had persistent bleeding at the surgical site despite attempts to reseal it. A transfusion was administered and no additional bleeding in the abdominal surgical area was observed. On (B)(6) 2023, the patient complained of headaches, nausea, and abdominal pain, and subsequently lost consciousness. A brain CT scan was conducted which revealed an intracerebral hemorrhage. The patient did not recover and ultimately expired on (B)(6) 2023. The account reported that the device had functioned as intended and that the bleeding was not a result of the lvad surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that a specific cause for the bleeding was unable to be identified; however, the bleeding was reportedly not a result of the lvad surgery, and the pump had functioned as intended. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists potential adverse events, including stroke and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.